Event description:
It was reported that the pacing and shock impedance measurements of the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system during shock delivery during a ventricular episode. It took eight shocks to convert the rhythm. The shock impedance dropped to 41 ohms while the pace impedance was found to be at 273 ohms, which were within normal limits. Technical services (ts) analyzed device episode data and found that the electric shocks had accelerated the rhythm from ventricular tachycardia (vt) to ventricular fibrillation (vf). It was noted that the physician elected to eventually cap and replace the right ventricular (rv) lead with a non-boston scientific product. No additional adverse patient effects were reported. Evidence suggests that this lead remains in service at this time.